Event description:
Pt entered ER with acute mi. Transferred to cath lab for procedure. Bp 70, hr 130, ECG sinus tach. Balloon pump set to trigger on ECG, but would not augment consistently. Switched to pressure trigger and was able to capture. This particular model of the device is intended for use on pts with erratic or high heartrates, yet how erratic or high is questionable. The label warning or instructions for this device do not say anything specific about the use of this device with erratic heart rates, however, it did give help in resolving ECG trigger problems. Pt was stabilized and transferred.